Event description:
It was reported that the pediatric intensive care unit (picu0 nurse has tried both an esophageal probe and a foley probe, but the arctic sun device only reads dashes. After obtaining a new temperature in cable they were able to get a reading and start therapy. They would have a new one ordered.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. After obtaining a new temperature in cable they were able to get a reading and start therapy. They would have a new one ordered. A DHR review is not required as the lot number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit picu0 nurse has tried both an esophageal probe and a foley probe, but the arctic sun device only reads dashes. After obtaining a new temperature in cable they were able to get a reading and start therapy. They would have a new one ordered.